Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 588 mg/dl. Suspected cause was due to having a basal rate setting that was too low. Reportedly, customer required assistance from the hospital staff by administering a correction injection via manual dose injection. Customer updated the basal rate setting to address the event.